Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for the past few weeks the patient had a cramping-grabbing sensation behind their right knee. They had turned t heir stimulation off but was wondering if the stimulator was sending impulses to their leg which caused a jerking sensation. The patient had left their patient programmer (pp) at home and their daughter would be sending it to them so they could check their device tomorrow. The patient was to follow up with their healthcare provider (hcp). The change in symptoms/therapy was sudden. It was also reported the therapy had not been helpful for them since implant. No additional information was received from the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.